Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010. The patient's incontinence symptoms again returned, and she began using up to 12 adult diapers a day. It was determined that the sling had eroded through the vaginal wall. The patient had the mesh removed and had an elevate mesh implantation surgery on (B)(6) 2011. The patient continues to experience pain, stress urinary incontinence and urinary tract infections. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and erosion of prior device. It was reported that following insertion, the patient experienced pain, erosion, infection, urinary problems, recurrence and vaginal scarring. It was reported that on (B)(6) 2011 the patient underwent replacement of vaginal mesh due to severe recurrence. No additional information was provided in regards to the unknown product from (B)(6) 2008. (B)(4) -urinary problems; undefined recurrence. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08445. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 concurrently with a laparoscopic uterosacral colpopexy and a laparoscopic left oophorectomy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sling removal due to erosion through the vaginal wall (B)(4) 2011 and ams elevate was implanted. The patient continues to experience incontinence, frequent urinary tract infections and vaginal pain. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08445. The same patient is represented in each medwatch.